Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 26.4 mmol/l at the time of incident. Customer was treated with manual injection for high blood glucose level. The customer was assisted with troubleshooting for loss of communication. Customer was declined troubleshooting because they forgot to take a bolus for breakfast. The device will not be returned for analysis.